Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. The device was reprogrammed back to unipolar and the issue was resolved. No adverse patient effects were reported. The ra lead remains in service.